Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Performed initial check of unit. Vent hours is at 2076 hours. Performed a full 2k preventive maintenance along with appropriate calibrations. Unit is working and ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device not oscillating on the 3100 b ventilator. The customer reported there was no patient involvement associated with the reported event.